Event description:
The customer reported that, "on multiple occasions over past 24 hours, vent inop occurred during bench testing. Multiple lnvent1's in event trace. On one event, vent was in standby mode, button was pressed to turn vent on and as soon as it was turned on, the vent shut down". The unit had just been returned to customer following routine preventive maintenance performed at a psi authorized service center. No reports of patient involvement or patient harm.